Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent a hysterectomy and bilateral salpingectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced genital haemorrhage ("bleeding") and renal cyst ("cyst in my kidney") and was found to have blood urine present ("large amount of blood in my urine"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal, genital haemorrhage, blood urine present and renal cyst outcome was unknown. The reporter considered blood urine present, genital haemorrhage, medical device removal and renal cyst to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: bleeding, large amount of blood in my urine, cyst in my kidney. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent a hysterectomy and bilateral salpingectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.